Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that the readings on her contour next link 2.4 meter were 60 to 100 mg/dl higher compared to that of the hospital's meter. One of the readings obtained on the contour next link 2.4 meter was 206 mg/dl. Depending on the actual reading obtained on the hospital's meter, the difference between them could fall in zone "c" of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.